Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400mg/dl. The customer called for concern in regards to her insulin pump's functionality. Customer stated that the pump failed multiple times and that she was getting no delivery. Customer declined to troubleshoot. The customer was advised to contact health care professional. The product was returned for analysis.

Manufacturer narrative:
The insulin pump passed the functional test, including self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. No excessive no delivery alarm noted. All operating currents are within specification. Device received with cracked reservoir tube lip, minor scratched display window, cracked belt clip slot, cracked battery tube threads.